Manufacturer narrative:
Correction: g1, g3, g4, g5, g7, h2, h3, h6, h10, h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the front case assembly. A review of the device history record for (B)(6), was performed from (B)(6) 2019, to (B)(6) 2020, and note that this device has been returned for service one time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported the device would not turn on or off. There was no reported patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported the device would not turn on or off. There was no reported patient involvement.